Event description:
Risk management recently received eight incidents reporting that neurosurgery clinic patients had adverse skin reactions to the baxter floseal liquiband skin glue that was used during recent surgical cases. All eight patients have presented to the neurosurgery clinic complaining of skin issues at or near their surgical sites where the glue was applied. All patients have required some intervention in response to the reactions.